Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. An analysis of the customer provided image identified the device as asc4250-01 with lot 2045102. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the wand generated plasma as intended. The resistance measured at 0.90 kilo ohms the complaint was not confirmed. Factors that could contribute to the event reported include: inadequate suction or saline irrigation, and/or the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the super turbovac 90 did not generate plasma during a cl reconstruction surgery. The procedure was completed with a smith and nephew back up device. There was a delay of 31-60 min. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.